Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to communicate with their ipg. A manufacturer representative confirmed the issue, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.